Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a dinner meal while using the ilet system, with concurrent difficulty connecting to the cgm; the user had earlier hyperglycemia and then recorded a lowest blood glucose of 40 mg/dl and treated with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included no medical intervention, no ketone testing, and no hospitalization, with blood glucose subsequently trending back into range. Investigation included customer interview, device history review, and review of available data. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that the event was resolved with self-treatment. It was concluded that the device function could not be fully assessed due to lack of return and that the event was user managed without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.